Event description:
It was reported that the cuff of the tracheostomy tube broke while in use with the patient. The patient experienced respiratory distress and was manually ventilated. The event occurred after 25 days of use.

Manufacturer narrative:
Date of event and operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Problem and evaluation codes: updated h10 device evaluation: one device was returned for investigation. Upon visual inspection wear on the cuff was noted. Functional testing was performed and a leak at the top of the device was found, confirming the customers complaint. Abrasion marks were visible 14 mm above the distal tip on the top of the shaft. The abraded area was 4 mm long and 3 mm wide and it was located below and to the left (i.e., patient side) of the "2" along the gradient marking on the shaft. These marks are likely due to scrubbing action with a sharp implement. The leak emitted from one of the abraded marks. The instruction for use states under section 2 indications for use that the device is not intended for long-term use and is only for temporary use and should be replaced right away when the correct flange length is determined. Based on details in the complaint description, the device is being used longer than what is recommended by the instructions for use. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.